Manufacturer narrative:
(B)(4). Physio-control advised the customer that the device is not serviceable and would need to be replaced. The customer has permanently removed the device from service. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.

Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on the display and that it would no longer power on. There was no patient use associated with the reported event.